Manufacturer narrative:
The memory of the returned device was downloaded and analyzed. The device was first powered up in 2005, and was manually powered up at least 64 times from that date. The log indicates that a total of 34 minutes of ECG/icg was recorded during that time. The event log reached full capacity in 2006 and was never erased making event recording after that time impossible. During the period recorded, the pad was never connected to a pt, it was just manually powered up, left to operate in set up mode for a few minutes and then manually powered off. Since the memory had been full for a year and a half, there was no record of the event. It was reported that the status indicator was properly flashing at the time of the event. The samaritan pad includes an automatic self-test function which is performed on a weekly basis. The self-test program will run automatically and requires no user interaction. This program test the pad device and determines if its basic functions are properly running. The continued, unnecessary manual cycling during the use of the device depleted the battery in the pad-pak. The user had another pad-pak with the device but failed to use it when problems were encountered with the initial pad-pak. The user ignored the instructions in the user manual by manually activating the device and depleting the battery. When difficulties were encountered during the event, the back-up pad-pak was not utilized to try and save the pt. The returned device was fully tested and no fault was found. It was returned to the customer.

Event description:
During an intervention on a pt in sudden cardiac arrest, the defibrillator did not work. After the initial analysis of the pt, the device indicated that a shock was advised. Despite the presence of a flashing status indicator, the device advised "full memory and weak battery" before switching off without taking any action. The operator tried again with the same results.